Manufacturer narrative:
Review the production process inspection data and shipping inspection data of the sold products, and the inspection results are in line with the shipping guidelines; for the batch feedback from customers, the laboratory conducted positive tests and the results met the product standard requirements. Ihealth covid-19 antigen rapid test intended use: it is suitable for a single measurement within the first 7 days of the onset of symptoms for people suspected of novel coronavirus. It is also suitable for screening of people without suspected symptoms but suspected of new coronavirus infection or suspected of new coronavirus infection for other epidemiological reasons. Screening can be performed twice within three days, with an interval of 24 to 48 hours. This product cannot be used alone for the diagnosis of new coronavirus infection, and the infection status should be judged in combination with other diagnostic information such as nucleic acid detection and imaging, as well as medical history and contact history. Based on the detection principle and relevant clinical data, the test results of the ihealth covid-19 antigen rapid test are directly related to the viral load in the sample. When the viral load in the sample is lower than the product's lowest limit of detection (lod), negative results may occur. The samples with lower viral load may be due to the low viral load at the sampling site of the user (the user is asymptomatic or mildly symptomatic), or it may be caused by improper sample collection due to improper operation. It is recommended to judge by continuous detection.

Event description:
Customer feedback : tested for covid using ihealth home test kit given out by (B)(6) while experiencing severe symptoms of flu like symptoms. Result came negative. Next day did rtpcr test that came positive. Used the home test kit again to verify reliability. False negative again. Inadvertently exposed many people to covid due to false negative. Poor quality unreliable product. Test kit supplied by (B)(6). Imported from (B)(6). Gin (B)(4) lot no.(10): 213c021224 -06 use by(17): 2022-06-23.